Manufacturer narrative:
Product analysis no ancillary devices or images were returned with the device. Damage was noted along the heating coil/element. Microscopic examination revealed peeling/ burning of the fep layer of the heating element/coil. No biologics were observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. No anomalies were observed along the catheter shaft. The customer experience of impedence error could not be confirmed. Microscopic examination revealed peeling/ bubbling/ exposure of the fep layer of the heating element/coil. The catheter reference key shows evidence of wear, and the red ink was visible in some areas. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation of the cf7-7-60 closurefast 7f 60cm catheter, a low impedance error displayed when the catheter was connected. The catheter could not be used. The lumen was flushed prior to use, a guidewire was used for insertion, and instructions for use were followed during preparation, procedure, and post-procedure. The procedure was completed with a new catheter, and no additional treatment was required. There was no patient involved. When the device was returned for evaluation, it was noted that the catheter was damaged.